Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Although there was no allegation of malfunction, the device was explanted and replaced prophylactically. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of pacemaker header anomaly was not confirmed. Visual inspection did not find any anomaly on the header. Device was received with normal device characteristics. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed did not find any anomalies, with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.